Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states that where the top of the cross brace meets the seat frame has broken.